Manufacturer narrative:
Problem code: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used to remove an 8mm polyp in the transverse colon during a colonoscopy procedure performed on (B)(6) 2022. It was reported that during the procedure and inside the patient, the snare failed to close all the way and the device did not cut the target polyp. No visible problem was noted with the handle. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.